Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported that during intraocular lens (iol) implant surgery, a haptic broke. The lens was removed and replaced during the same procedure. No medication was prescribed to the patient. At the first postoperative visit, the patient present with corneal edema 3+/a due to intraocular lens handling on the anterior chamber. Additional information was received from the doctor that the patient is recovering but is still presenting with corneal edema.